Manufacturer narrative:
The involved arterial connector is not available. This connector is in conformity with iso 594-1 and iso 594-2 norm. The historical data analysis, these 3 last years, of complaints and incidents shows that only one other disconnection has been reported without any patient's injury. No device was available for investigation. Without the involved device, the root cause of this disconnection cannot be defined. The most likely cause for these disconnections may be an improper or incorrect procedure. Disconnections may occur when a device is screwed to the mobile lock without first being pushed onto the luer cone.

Event description:
During ECMO dressing's repair (right axillary and right femoral arterial cannula), the vygon luer-lock connector dislodged from the main arterial cannula, causing a large blood jet at a flow rate of 4.4 l/min. Blood was leaking from the vygon luer-lock connector / getingue arterial cannula / haemonetics reperfusion cannula. I compressed and alerted the doctor already in the room, who helped me to clamp the cannula so that I could reconnect it safely. There was no recurrence during the day. As the thread of the connector is very short, the two cannulas (arterial and venous) tend to disconnect very easily from the connector when the patient is turned for treatment .the incident recurred 4 days later with the same medical devices, and it was decided to change the circuit completely. Estimated blood loss of approximately 1 cgr or more, that need to transfuse the patient. The patient is currently still in intensive care, with no direct link to this incident. Check and retighten the connection between the reperfusion cannula and the main arterial cannula and reinforce the dressing. The device was not retained.